Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. Damages to the display window also noted.

Event description:
The customer reported hat the insulin pump was stuck in the rewind/prime loop. The caller attempted to prime again, but insulin squirted out and then the device alarmed. The blood glucose reading was 353mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.